Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was discovered during a lead revision [related manufacturer reference number: 3006705815-2025-18252; 3006705815-2025-18253] that the patient's ipg was flipping in the pocket. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.